Manufacturer narrative:
(B)(4).

Event description:
The patient had been receiving efficacious therapy with this intrathecal baclofen pump; however, since implant, the skin incision site on his right abdomen never appeared to be healing well. The decision was made to move/explant the pump and implant a new one on the opposite side of the abdomen. During the replacement procedure, an incision was made at the spinal site, the catheter was cut where the existing catheter exited out of the spine, and there was an immediate retrograde brisk flow of cerebral spinal fluid. The old segment of catheter was removed and a new segment of catheter was attached to the existing spinal segment and tunneled over to the left abdomen where the new pump was implanted. There was no question about the functionality of the pump or the catheter system. It was noted that the old pump had initially been implanted too close to the skin; a new smaller pump was used in the left abdomen. The patient planned to take the old pump home with him. The device system was used to deliver lioresal 2000 mcg/ml at 210 mcg/day. Additional information has been requested a follow-up report will be sent if additional information becomes available.